Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips did not close completely. A second er320 was used to complete the case. There was no pt consequence.